Event description:
As reported, the plug of a 5f exoseal vascular closure device dislodged and embolized two distal lower extremity arteries, cause vascular damage to the arterial wall at the puncture point, thrombosis to ischemic necrosis of the lower extremity, bleeding at the puncture point, hematoma, and pseudoaneurysm formation. The patient underwent hepatic arteriography and transcatheter hepatic artery embolization. After the procedure, the femoral artery was blocked at the puncture point using the exoseal. When the device entered the 5f unknown sheath and coincided with the "mark point", the color of the release knob automatically change to black. There was no pressue on the release knob during this process. The blood spout continued to spurt. The device was continued to be retracted until the blood spurt slowly decreased and terminated. The release knob remained black in color during this process and did not "provide release information". At this point, the position was slightly adjusted, the release button was pressed, resistance was greater. It was felt that the plug was fully released. As a precautionary measure, manual pressure was used and continued at the puncture site for fifteen minutes. No significant bleeding was observed at the puncture site, no pain was noted on pressure at the puncture site, and a compression bandage was given at that time. The device will be returned for evaluation.

Manufacturer narrative:
This device has been received for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, during the sealing process with a 5f exoseal vascular closure device (vcd), when the sealant entered the 5f sheath and coincided with the mark point, the indicator window color automatically turned black (without pressing the release button), and there was continuous bleeding from the bleeding port. The indicator wire cowling locked against the handle but no obvious click was heard. The sealant was further retracted until the bleeding gradually decreased and stopped (during this process, the indicator window remained black and could not provide release information). The position was slightly adjusted, and the release button was pressed, but there was significant resistance. It was felt that the sealant was completely released. To be safe, manual compression was applied, and the puncture site was pressed for an additional fifteen minutes. Observation of the puncture site showed no obvious bleeding, and pressing the puncture site caused no pain. The site was then bandaged with pressure. There was no reported patient injury. The procedure used a retrograde approach. The patient had no history of coagulopathies. The physician achieved certification on the use of exoseal vcd. A 5f non-cordis short sheath was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at or near the puncture site. The target femoral site had not been previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. There was constant/consistent tension maintained during retraction of the device. One non-sterile exoseal vascular closure device (5f) involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received depressed, while the guard was locked. The plug was not received for this evaluation, and the indicator wire was found retracted. A non-cordis catheter sheath introducer (csi) was returned inserted on the received unit. The indicator window was observed in the black/white and red position. No additional anomalies were noted during this visual analysis. The guard locking simulation could not be performed because the indicator wire was retracted, and the guard was locked. The deployment simulation test could not be performed because the device was already fully deployed. A high-magnification evaluation was conducted to assess the graphic and internal mechanism for the presence of air bubbles. No abnormal conditions were observed. The reported events of ¿indicator window incorrect indication, deployment lever (button actuation difficulty, and vascular closure device (vcd) no audible click¿ were not observed through analysis of the returned device as it was received with the window in the black/red/white stage. The guard was locked, the deployment lever fully depressed, and no anomalies noted to the internal mechanism. The exact cause of the issue experienced could not be conclusively determined during analysis. Without procedural films and based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to this issue experienced by the customer. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. The exoseal IFU notes the following: (xi.5) once the hub of the sheath introducer engages with the indicator wire cowling retract them together using one fluid motion until they lock into position against the handle assembly and an audible "click" signifies proper connection. The indicator wire will automatically deploy at this point. According to the instructions for use (IFU), the user is instructed to use the left hand to anchor the vascular sheath introducer and the exoseal vcd in a stationary position. The IFU instructs to ensure that the deployment button is fully depressed and flush against the handle assembly. Caution: care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, during the sealing process with a 5f exoseal vascular closure device (vcd), when the sealant entered the 5f sheath and coincided with the mark point, the indicator window color automatically turned black (without pressing the release button), and there was continuous bleeding from the bleeding port. The indicator wire cowling locked against the handle but no obvious click was heard. The sealant was further retracted until the bleeding gradually decreased and stopped (during this process, the indicator window remained black and could not provide release information). The position was slightly adjusted, and the release button was pressed, but there was significant resistance. It was felt that the sealant was completely released. To be safe, manual compression was applied, and the puncture site was pressed for an additional fifteen minutes. Observation of the puncture site showed no obvious bleeding, and pressing the puncture site caused no pain. The site was then bandaged with pressure. There was no reported patient injury. The procedure used a retrograde approach. The patient had no history of coagulopathies. The physician achieved certification on the use of exoseal vcd. A 5f non-cordis short sheath was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at or near the puncture site. The target femoral site had not been previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. There was constant/consistent tension maintained during retraction of the device. The device will be returned for evaluation. The hospital reported this case as a serious injury adverse event to china nmpa.

Manufacturer narrative:
This device has been received for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the plug of a 5f exoseal vascular closure device dislodged and embolized two distal lower extremity arteries, cause vascular damage to the arterial wall at the puncture point, thrombosis to ischemic necrosis of the lower extremity, bleeding at the puncture point, hematoma, and pseudoaneurysm formation. The patient underwent hepatic arteriography and transcatheter hepatic artery embolization. After the procedure, the femoral artery was blocked at the puncture point using the exoseal. When the device entered the 5f unknown sheath and coincided with the "mark point", the color of the indicator window automatically change to black. The audible click was not obvious. There was no pressure on the release knob during this process. The blood spout continued to spurt. The device was continued to be retracted until the blood spurt slowly decreased and terminated. The release knob remained black in color during this process and did not "provide release information". The color of the indicator window automatically changed to black. "There was no pressure to change to black black". The window turned black despite there being a only a decrease in blood flow.at this point, the position was slightly adjusted, the release button was pressed, resistance was greater. It was felt that the plug was fully released. As a precautionary measure, manual pressure was used and continued at the puncture site for fifteen minutes. No significant bleeding was observed at the puncture site, no pain was noted on pressure at the puncture site, and a compression bandage was given at that time. The hematoma was noticed after the closure device was used unsuccessfully and the manual compression was used. Pseudoaneurysm slowly diminished after the procedure. The procedure used a retrograde approach. The patient had no history of coagulopathies. The physician achieved certification on the use of exoseal vcd. A 5f non cordis short sheath was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle(30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at or near the puncture site. The target femoral site had not been previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. There was constant/consistent tension maintained during retraction of the device. The device will be returned for evaluation.